Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process. Investigation, unable to duplicate 'primary audible alarm post' at power up. According to the investigation, no problem was found and no visible damage to the interconnect board or speaker. Investigator's replaced the pump speaker as a preventative measure and performed power up process and all functional tests which passed. The problem source of the reported problem is unknown.

Event description:
Information was received that prior to use of this smiths medical medfusion 4000 pump, the pump exhibited primary audible alarm post. No patient involvement reported.